Manufacturer narrative:
This report is submitted on june 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site. It was reported the device has extruded. The device has been explanted (date not reported).

Manufacturer narrative:
This report is filed on june 28, 2019.